Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self-test, off no power, excessive no delivery error test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No weak signal alarm. No blank display anomaly noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported she experienced high blood glucose of 460 mg/dl. Customer stated that she is receiving weak signal alerts and she is sending the blood glucose readings but the data is not being updated in the insulin pump. Customer reported that she does not feel conformable wearing the insulin pump since it had a blank display back in february and requested it to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.